Event description:
It was reported that during implant procedure, this right atrial (ra) lead was an attempt. The physician tried to insert the stylet into the lead but it did not reached to the tip, the stylet stop in the proximal electrode and did not advanced any further. After several attempts, the physician managed to insert the lead and positioned it, nevertheless, the ra lead exhibited high thresholds. Subsequently, the physician tried to retract the helix, but it was not engaged anymore. The field representative mentioned that is was probably tissue stuck in the helix. The ra lead was extracted from the body of the patient and when the tip was check, tissue on the helix was confirm. A new ra lead was succesfully implanted with good electrical measurements. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory in two segments, a thorough evaluation of the lead was performed. Visual examination noted tissue entwined in the helix. Subsequent testing, performed separately on each segment, did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations (conclusion code: known inherent risk).

Event description:
It was reported that during implant procedure, this right atrial (ra) lead was an attempt. The physician tried to insert the stylet into the lead but it did not reached to the tip, the stylet stop in the proximal electrode and did not advanced any further. After several attempts, the physician managed to insert the lead and positioned it, nevertheless, the ra lead exhibited high thresholds. Subsequently, the physician tried to retract the helix, but it was not engaged anymore. The field representative mentioned that is was probably tissue stuck in the helix. The ra lead was extracted from the body of the patient and when the tip was check, tissue on the helix was confirm. A new ra lead was succesfully implanted with good electrical measurements. No adverse patient effects were reported.